Manufacturer narrative:
Correction regarding the supplemental #3004209178-2026-00417. Pli 0705134735-20 updated to complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care provider (hcp). Hcp reports the ins and leads were returned for disposal only. Hcp provided explant date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller reported the implant hasn't worked in years and the patient threw away all the external devices. Patient services (ps) reviewed device function, that the ins is in a possible overdischarge state and recommended that the patient consult with their healthcare provider (hcp) for next steps. Ps reviewed process to order external devices. The caller stated the patient wants to have the ins removed. The patient was redirected to their healthcare provider to further address the issue. It was later reported the scs system was explanted.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016. Product type: lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016. Product type: lead product ID 97791 lot# serial# unknown. Product type: accessory product ID 97791 lot# serial# unknown. Product type: accessory h3: device returned but analysis is not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): analysis information - 30.01.2026 12:18:56 cst pli# 10 product ID#: 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to over discharge. Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Analysis identified that all conductors were broken; 22.6 cm from the distal end of the lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID: 97791, serial# unknown, product type: accessory the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the injex anchor was cut, consistent with explant procedure. Product ID: 97791, serial# unknown, product type: accessory. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the injex anchor was cut, consistent with explant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.